Event description:
In 2009, the patient/layperson complained that her onetouch ultra meter began prompting ER (error) a month earlier. Immediately after the issue began, the pt reported cold sweats, total weakness, vision loss and tunnel vision. The pt denied receiving treatment. This senior medical surveillance specialist spoke with the pt on 12/07/2009. The pt reported the following: beginning in 2009, (pt does not recall exact date), the meter prompted "ER". The pt does not recall any number following the ER (the error number indicates whether it is use error). Unable to obtain results, the pt elected to discontinue testing. "My results had been good so I didn't see the need to test." The pt continued taking her metformin oral diabetes medication. At some point thereafter (date not recalled), the pt began having the aforementioned symptoms except for cold sweats. The vision loss was blurry vision, when asked. Lab work was obtained three months later. Due to a blood glucose result in the upper 300 mg/dl range, the pt's physician doubled her metformin and attempted to change her warfarin levels. The pt indicated, she developed stomac-ache pains due to the increased metformin and was placed on glucotrol. Because of the pt's continuing symptoms and increased blood glucose (also elevated on her replacement meter and test strips), she has been advised to have further tests performed at the hospital. Because the pt discontinued testing and later developed symptoms that can be attributed to hyperglycemia, the complaint is reported. Products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.